Event description:
Customer reports, a pt's wound would not heal properly for half a year due to the non-absorbence of the suture. The surgical site reportedly became infected for a half a year after fascia closure (continuous) in ectopic pregnancy surgery. The suture has been removed from the pt's body. No info on the pt's current status was provided.